Manufacturer narrative:
Evaluation was completed by field service. The reported problem of the cassette ejecting and the screen going black could not be duplicated. The system has been returned to the customer. The device history was reviewed and found to meet manufacturing specification.

Event description:
The user facility in (B)(6) reported during surgery, the cassette was ejected and the screen went black. The system was rebooted, the screen showed b+l logo, but it did not go ahead. Vfm and other modules were not supplied power. The surgery was stopped. Another system was brought to the facility and the surgery re-started 2 hours later. No patient injury reported. Additional information: the system shut down after ccc (continuous crevicular capsulotomy) and before phacoemulsification.